Manufacturer narrative:
Getinge became aware of an issue with a surgical light powerled device. It was reported that on this ceiling-mounted device some chipping of paint was observed on the edge of the fork near to the keypad. There was no injury reported however we decided to report the issue in abundance of caution as any paint particle falling into the sterile field might be a source of contamination. The company representative, who visited the site, confirmed the alleged issue and stated that in his opinion the paint chip comes from collision, not paint flaking. It was established that when the event occurred, the surgical light did not meet its specification as appearance of chipped paint could be considered as technical deficiency - and in this way device contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. In the reported case the chipping was indicated by our product experts likely to be caused by mechanical collision of the light parts. The product powerled user manual IFU 01581 en ed. 09 includes an information to daily check the device for chipped paint and also for the damages and any device which are not up to the manufacturer specification shall be withdrawn from usage until the service operator will recommend to put it back in use. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site.

Manufacturer narrative:
Issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On 1st june, 2020 getinge became aware of an issue with one of surgical lights- powerled. As it was stated, the paint was chipping from the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off may cause contamination of sterile field.